Event description:
It was reported that a revision surgery occurred due to suspicion hypersensitivity and pseudotumor.

Manufacturer narrative:
(B) (4). A zimmer employee attended this surgery but was unaware the issue met reporting criteria. When the issue was brought to post market surveillance's attention, the MDR was submitted and retraining of non-post market surveillance employees took place to prevent future occurrence.